Manufacturer narrative:
(B)(4). Device received with no button response at esc and act button due to flattened dome switch and unlocked j2 connector on lcd board noted. Unable to verify motor error due to keypad unresponsive.

Event description:
It was reported that they received a motor error alarm. The customer¿s blood glucose level was unknown. The customer that they received a motor error alarm. It was reported that the customer was able to rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.